Manufacturer narrative:
The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 7 of 8 for the same event: it was reported that during an unspecified medical procedure, it was observed that eight broach-adapter-anterior devices popped open/unlocking while being used. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 1045834-2018-51942 is a duplicate of MFR#1045834-2018-51957. Reference MFR# 1045834-2018-51957 for all further reporting regarding this event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.